Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the lens was torn during insertion. The lens was removed without enlarging the incision and there was no pt injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that part of lens was torn off and there was a clear surgical residue on the lens. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.